Event description:
It was reported that during the previous device follow up, the device battery was noted as "good" with greater than six months to less than one year remaining longevity. At the most recent follow up visit, it was noted that the device had reached recommended replacement time (rrt) five days after the previous interrogation and exhibited unexpected longevity. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).